Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Pt could not identify leak location. Pt had no adverse effects. Companion sample is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the sample lot was returned for investigation and no defects were noted. In addition, an investigation of the device MFR records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.